Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study receiving intrathecal compounded baclofen (concentration 600 mcg/ml; dose 179.82 mcg/day) and morphine (concentration 1.9 mg/ml; dose 0.5694 mg/day) in flex mode via an implantable infusion pump as of (B)(6) 2014. Indication for pump use was intractable spasticity. On (B)(6) 2015 the patient called stating that the pump incision was looking infected. The patient was prescribed antibiotic at this time. On (B)(6) 2015 upon examination, a stitch was seen in the area of the wound opening; the internal stitch was trying to surface. The hcp stated the ¿patient¿s body trying to rid itself of one of our stitches.¿ clear fluid was coming out of the wound site on multiple exams and the event was potential for infection because the wound was slightly open. On (B)(6) 2015 the pump wound was still oozing so the patient was scheduled for excision of the stitch and re-closure of the wound. On (B)(6) 2015 the stitch abscess was removed and debridement of the intrathecal pump incision was performed with re-closure. On 2015-02-18 the patient reported that the wound leakage continued and they had developed a low grade fever. When the retention sutures were removed, the wound immediately began to gap open and clear fluid started to issue forth. The hcp commented that although they could not see the pump itself, they sensed that there probably was an open channel to the pump exposed at that point. On an unknown date wound debridement was performed and a wound vac was placed by the surgeon. The patient was placed on a PICC line for antibiotic therapy by the surgeon. The event had resulted in an unscheduled clinic or office visit. Clinical diagnosis was stitch abscess at intrathecal pump incision site and failure of incision healing. The event was considered related to the device/therapy and possibly related to the implant procedure at the pump pocket. The event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information was received from a healthcare professional via a clinical study. The other medications the patient was taking at the time of event included compound hydrocodone. The patient&#38112;pertinent medical history included spasticity and multiple sclerosis.

Event description:
Additional information received from the healthcare provider via a clinical study reported the surgery in which wound debridement of the wound incision and pump pocket along with placement of a wound vac occurred on (B)(6) 2015 instead of previously reported (B)(6) 2015.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The clinical diagnosis was abscess at incision site. It was noted that wound debridement was performed on (B)(6) 2015. Wound vac and PICC line were placed on (B)(6) 2015 as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.